Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material inside the suction cylinder, the air/water cylinder was discolored, the suction cylinder was discolored, the inside of the light guide lens was dirty, and the adhesive on the bending section rubber was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had resistance when brushing the suction channel. The issue was found during reprocessing. Inspection and testing of the returned device found foreign material inside the suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.